Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of unspecified tissue injury as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, the reported difficult or delayed positioning (leaflet capture) appears to have been a result of patient morphology/pathology. The reported patient effect of unspecified tissue injury appears to have been a result of the reported difficult or delayed positioning (leaflet capture). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4. The first clip was implanted without issue. To further reduce mr a second clip was advanced. During grasping attempts. The posterior leaflet did not remain captured; the leaflet slipped out of the clip and leaflet damage to the posterior leaflet was observed. The leaflets were regrasped and the clip was implanted. Mr was reduced to 1-2. The patient is doing well. No additional information was provided.